Event description:
It was reported that in the nicu, the doctor used the introducer needle to locate the vein without issue; however, swg resistance was met during placement and withdrawal of the swg. As a result, the swg broke and surgical intervention was performed to remove the swg from the patient. It was confirmed that the swg was removed in its entirety from the patient and the patient was released from the hospital after recovering well from the occurrence. A delay was reported, however, there was no reported death or additional complications to the patient as a result of this occurrence.

Manufacturer narrative:
Manufacturer control no. (B)(4).